Event description:
Initially, the (B)(6) patient called to report on an unrelated issue. During a follow up call on (B)(6) 2011, the patient reported being hospitalized from (B)(6) 2011 until (B)(6) 2011. The patient indicated she had an infection due to unknown bacteria. Reportedly the bacteria stuck to catheter. The peritoneal dialysis (pd) catheter was removed and patient was placed on hemodialysis for about 5 weeks. Prior to resuming pd therapy, the patient reported her gallbladder was removed in (B)(6) 2011. Patient stated removal of gallbladder was not related to baxter products or device. A new pd catheter was placed. Reportedly, the patient experienced another infection in (B)(6) 2011. It is unknown what treatment was provided. The patient was hospitalized. On (B)(6) 2011, the patient was discharged. The event of the infection was resolved. During a follow up call with the facility nurse, the nurse was unable to indicate if the infection was causally related to baxter solutions or devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed and the cause was undetermined. Should additional information become available, a follow-up MDR will be submitted